Event description:
On december 11, 2007, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter displayed the error 2 message. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt said she was getting an error 2 message on the reported meter on three days earlier, and visited her clinic to get her blood tested. A reading >500 mg/dl was obtained at the clinic while the pt was asymptomatic. The pt said, she took her insulin (type and dose unknown), and they kept her there for a few hours. Info regarding the pt's diabetes treatment regimen was not provided. The cca confirmed that test strip condition was good and the pt followed correct testing technique. The cca walked the pt through retesting and noted that the issue was resolved. The pt's products were replaced. The complaint is reported because the pt alleges she received the error 2 message on the lfs product and went to her clinic where a blood glucose result >500 mg/dl was obtained. The pt claims she took insulin after the clinic result was obtained.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.